Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and downloaded the electronic records for review.  Upon review of the electronic record from the event, physio-control was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during an event.  The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue.  The customer further advised that there were no additional details available about the patient.

Manufacturer narrative:
Physio-control replaced the power pcb assembly and battery wire harness, then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed power pcb and battery wire harness assemblies.  Physio determined that the cause of the reported issue was excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the when the 12-lead and nibp functions were activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.